Event description:
It was reported that the user¿s ilet charging pad stopped working and the user inquired about using an alternative charging pad while traveling, after which a replacement charging pad was arranged for shipment to their held mail location. Symptoms included no clinical symptoms. Outcomes included no alerts, no alarms, and no medical interventions. Investigation included customer interview and service coordination. Investigation of this case revealed a charger power/charging failure with the external charger component. It was concluded that a replacement charger would resolve the issue and that the event did not impact therapy or cause adverse health effects.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.